Event description:
The customer reported that the pump had an alarm. Troubleshooting was performed. The infusion sets are changed every three days. The customer dose not have a scar tissue. During the call the customer reported that pt was admitted in the hosp the night before. The customer stated that they changed the infusion sets several times and kept receiving the alarm.